Event description:
It was reported that shaft break and device entrapment occurred. The patient underwent percutaneous transluminal coronary angioplasty. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during deflation, the device got stuck in the guidewire and when it was removed, the catheter shaft broke, leaving the balloon inside the guide. The procedure was completed with a different device. There were no patient complications.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter phone: (B)(6). The device was not returned for analysis. However, there were 3 photos attached to the complaint record. Two of the photos were of the device however the returned media cannot confirm the reported allegation. The third photo was 3.50x12mm nc emerge balloon packaging.

Event description:
It was reported that shaft break and device entrapment occurred. The patient underwent percutaneous transluminal coronary angioplasty. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during deflation, the device got stuck in the guidewire and when it was removed, the catheter shaft broke, leaving the balloon inside the guide. The procedure was completed with a different device. There were no patient complications.